Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Leak testing, clear passage testing, clamp function testing, and device-device interaction testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap on the patient line of an automated pd set with cassette looked pressed in and improperly seated. It was stated that there was no damage noted to the box/overpouch and that the tip protectors were in place and unbroken. This was noted during priming by the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.